Event description:
It was alleged that an overinfusion on morphine occurred on a pt. It was noted that the infusion was set at 5ml/hr but when the nurse checked shortly after midnight the pump was infusing at 50ml/hr. There was no resultant patient consequence.